Manufacturer narrative:
A bci field service engineer (fse) was dispatched on (B)(4) 2009, to investigate the event. The fse inspected the instrument hardware and verified no leaks in system. The fse also performed hslumwash son/inc and it has passing results. The fse then performed a 20-repetition precision run of accutni. The precision run yielded passing results. No definitive root cause could be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for one pt. The pt samples were retested and the results were within the normal reference range. A corrected report was sent outside the laboratory. The initial erroneously elevated results were reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.